Event description:
This case is about a (B)(6) female patient who had previously undergone a right total hip arthroplasty on (B)(6) 2007. She did extremely well, however, developed persistent groin pain with active straight leg raise. In march 2008, the patient developed discomfort around hip girdle area. The pain radiates from the buttocks to around the side of her right hip down to her groin. In (B)(6) 2008, the patient complained of discomforts in her right posterolateral buttock area as well as her anterolateral thigh. In (B)(6) 2008, on examination, patient continued with fair range of motion in her right hip, however, had discomfort in the groin which radiated to her buttocks as well. The patient was walking with antalgic gait to right side. In may 30, due to pain, lack of bone ingrowth and concerns of metal reaction, the patient underwent revision surgery.

Manufacturer narrative:
The manufacturer did not receive the affected devices for investigation. The numbers were received for the devices, and the device history records were reviewed and found to be conforming. While the cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional information be received, or the product is returned and investigated and the result becomes available that might change this assessment; an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).